Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of a numb feeling in the fingers of the right hand. The patient also indicated that the device has shifted. The device remains in use. No further patient complications were reported as a result of this event.